Event description:
Excess weight removal. Target weight loss 7.5 kg over 4 hours, 45 minutes. Actual weight loss 8+ kg in 3 hours. Pt blood pressure dropped to 82/53, 500 cc saline administered. Pt was held in clinic for food and fluid intake. The clinic technician found that a power interrupt during the treatment had caused the hose on the blood leak detector to partially dislodge.